Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 21st july 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on (B)(6) 2015 and that it had performed to specification up to (B)(6) 2017. The device records multiple manual power ups, mainly of ten minutes duration, between (B)(6) 2017 and the last log entry prior to receipt at heartsine on (B)(6) 2017. During this period, the device records a failed self-test. The returned pad-pak was inserted into the device and the device successfully passed an auto self-test then passed a self-test during a manual power cycle. A "warning memory full" message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. After further investigation the reported fault could not be found or replicated. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.